Manufacturer narrative:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. This damage to the spacer indicates the break was due to both the deployment against resistance, such as bone, and not correctly attaching the inserter to the spacer. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.

Event description:
It was reported that during a superion indirect decompression system implant procedure, the 10mm device was having difficulty deploying and broke. The device was removed from the patient and a new 8mm device was successfully implanted.

Event description:
It was reported that during a superion indirect decompression system implant procedure, the 10mm device was having difficulty deploying and broke. The device was removed from the patient and a new 8mm device was successfully implanted.